Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced incontinence, enuresis (inability to control urination), pain and a vaginal wall lesion. An excision of exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided an corroborating evidence to verify the information contained in this report.